Event description:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a coronary artery bypass graft (CABG) and the device was intentionally turned off. After the procedure, the device was found to be in safety core. Technical services (ts) indicated there are no diagnostics or programming options except to turn tachycardia mode off when in safety core. The device was explanted with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the header found it to be completely intact and the leads were fully inserted into the header. A review of the memory log found the device recorded 4 faults. It is known that if electrocautery is being applied near the device site during surgery this may cause the oscillator to temporarily not function properly and go into safety core. The device was programmed to normal operation with no issues. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.